Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) during fill one of peritoneal dialysis on the homechoice (hc) device. The caregiver stated the patient performed a manual fill of 2000ml, and then the hc went to the initial drain. The caregiver thought the hc did not drain and went to fill. The fill volume (fv)=1584ml. The technical service representative (tsr) had the cg press stop and arrow down to the manual drain. There were no increased intraperitoneal volume (iipv) symptoms reported. The drain volume (dv)= 3564ml after which the patient resumed therapy. The initial drain alarm (ida) was set to 0ml. There was no patient injury or medical intervention reported. No additional information is available.